Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint of power connector. The pump had corroded battery tube, minor scratched lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 76 mg/dl. The customer stated that the pump blacked out and the display did not turn on when she replaced the battery. The customer stated that there are some scratches on the screen. The customer also stated that the battery cap is a little dusty. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.